Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead and pacemaker exhibited a drop in the rv pace impedance measurement to less than 200 ohms from 276 ohms at changeout. Boston scientific technical services (ts) was unable to provide the normal impedance range for the rv lead but suggested looking into the history for any signs of oversensing. Additional information indicated that the patient¿s following physician has been informed but the local field representative could not provide any more information at this time. The system remains in service. No adverse patient effects were reported.